Event description:
The pt called lifescan and alleged the surestep enhanced meter was reading inaccurately high. The readings were 142mg/dl, 369 mg/dl, and 248 mg/dl. The pt did not receive medical attention or treatment. Within 10 minutes a reading on another surestep original meter was 149 mg/dl. (Invalid comparison) the pt was not cleaning the meter correctly, however, the customer care rep performed troubleshooting and twice the control solution test was not within range. (150 and 155 mg/dl range: 99-148 mg/dl) there is indication the product malfunctioned.